Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the control-iq algorithm decreased basal delivery in response to the continuous glucose monitor (cgm) sensor reading; however, the cgm sensor reading was inaccurate. Reportedly, the cgm blood glucose (bg) reading was 50 mg/dl, and the meter bg reading was displayed as ¿high¿; however, a specific value was not provided. Bg was addressed via a manual injection. System check with tandem technical support did not identify any additional issues with the pump or related supplies. The customer declined further assistance from tandem technical support regarding the issue. No additional patient or event information was available.